Event description:
The customer reported an access 2 immunoassay system generated non-reproducible troponin I (accutni+3). One patient sample generated an elevated accutni+3 result on an initial run. The patient sample was repeated according to lab procedure in which all samples with elevated accutni+3 results are repeated; the repeat accutni+3 result generated by the same instrument was still elevated. The patient sample was repeated twice in duplicate with accutni+3 results recovering at 0 ng/ml. There were no erroneous results reported out of the laboratory and there was no impact to patient treatment in connection with this event. The patient sample was collected in a lithium heparin tube, centrifuged at 3500 rpm for 5 minutes at ambient temperature. On the date of the event, some quality control (qc) results were out-of-range and were within range upon repeat. System check had failed twice earlier in the day. The customer performed a precision run, which failed.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced peristaltic pump tubing that was kinked and worn. After replacement, the fse verified system performance by performing a high-sensitivity system check, routine system check, and quality control (qc). All results met published performance specifications. A bec hardware subject matter expert (sme) confirmed that a system malfunction due to the peristaltic pump tubing is a reasonable cause for non-reproducible accutni+3 results.